Event description:
The pt underwent trans sacro lumbar arthrodesis due to spondylolisthesis in 2003. X-rays show that closing screws have dissociated. Revision surgery may be performed, but this has not yet been determined.